Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported to a healthcare provider that she was experiencing a lack of stimulation sensation and was not getting adequate therapy. The patient stated that she does not feel stimulation event when she has stimulation turned up to 4.5v and the ins is not as effective as the previously implanted ins. The previous system was replaced due to normal battery depletion. Impedance tests were conducted and found to be acceptable. The patient reported that the change was sudden in that it started after the replacement of the ins. A manufacturer representative is planned to attend the patient's next appointment to conduct additional troubleshooting of the ins, patient status is not known at the time of this report.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's previous ins was replaced in (B)(6) 2016. Since the replacement, they had no therapeutic effect. They felt like it had not been working and felt that the wire was not hooked up or something. They also stated that they saw their healthcare professional (hcp) three times in (B)(6) because the patient had three urinary tract infections (utis) and they were told that the utis would cause the device to not work properly. The patient tried doing adjustments, but felt nothing. They noted that they would follow-up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.